Manufacturer narrative:
The device product is not returning. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, section h - evaluation method and conclusion code has been updated.

Event description:
The manufacturer became aware of an allegation of everflo intl that the device had flames coming out of the concentrator. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.